Manufacturer narrative:
(B)(4).

Event description:
It was reported that a early sensor expiration occurred. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Date received by manufacturer - correction - please note that the first report submitted was with an incorrect date. This follow-up report is to note that it should have reflected a date of 07/21/2019.

Event description:
Data was received for evaluation. However, the alleged product is not present within the investigation window. Confirmation of the allegation and a probable cause could not be determined.